Event description:
The hub of the guiding catheter was noted to be cracked during clinical use. This guiding catheter was withdrawn and replaced by an identical guiding catheter to complete the procedure. There was no report of pt injury or complications.